Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a blower issue. It is unknown if issue was identified while in clinical use, no reports of user or patient/harm injury. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not confirm the reported problem, it could not be duplicated. Investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.